Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens. Lens was removed due to bent or broken haptic. Lens was removed with no pt injury. Reporter stated this incident was due to loading error.

Manufacturer narrative:
(B)(4). Evaluation results: (other): visual inspection of the returned product found the lens optic cut in half, piece is torn off and missing. Haptic is bent. There was evidence of clear surgical residue. Conclusions: (other): based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).